Event description:
Non-integration. 2 weeks after implanation, the implant became loose and had to be removed.

Event description:
Non- integration. 2 weeks after implanation, the implant became loose and had to be removed.